Event description:
A dreamstation auto CPAP was returned to a third party service center for evaluation. There was no harm or injury reported. During evaluation, foam particles were found in the device blower kit. The device was found to be contaminated with cigarette smoke or insect infestation. The device was also contaminated with unspecified fluid. No error codes were found in the device log history. Corrosion was found in the device. The device was scrapped.